Event description:
It was reported that the right ventricular lead had fractured. The lead was capped and replaced. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 competitor implantable pacing lead (B)(6) 2007; c154dwk implantable cardioverter defibrillator (B)(6) 2007. (B)(4).